Event description:
Reporter alleged discrepant back to back results, when verifying the reading from the blood glucose device memory. Customer stated glucose read 27 mg/dl, at 10:46 am back to back, with a result of 53 mg/dl at 10:53 am, however, the 53 mg/dl result was verified in memory as being 75 mg/dl. Customer indicated feeling some low symptoms at the time and drank a soda at the time to elevate glucose levels. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.